Event description:
It was reported that the ventilator generated errors indicating "power error", " memory backup battery depleted", "barometric pressure too low". There was no patient harm. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The device monitoring pcb (printed circuit board) was replaced and returned for technical investigation. The returned pcb board did not contain any visual defects. When the returned pcb was mounted into a test ventilator device equipped with the same software version, the alarms were immediately reproduced. The barometric pressure was at the time of the investigation 1200 hpa, the returned pcb was showing the pressure as 876 hpa. Calibrating the barometric pressure was not possible. Resistance measuring is performed on the pressure sensor that measures the barometric pressure, one of the values was outside specifications. Since the ventilator was also showing the alarm that stands for a depleted memory backup battery, more components are probably also faulty, which ones was not established during this investigation. The battery itself was not depleted when measured. Our conclusion into this matter is that the returned pcb was faulty due to one or more component errors, this is what was causing the reported alarms. The issue is detected during system startup, and if it would to occur during ventilation, the device would generate both visual and audible alarms, ventilation will be poor or close to none during the event.